Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that ¿the device has been put into alarm power (starter fault 100 ref 14 was the message)¿. Per service reports, this complaint cannot be confirmed. During the service evaluation the following defects were identified: 5 pin socket corroded due to fluid ingress, footswitch socket bad contact, hi pot failure. The following action taken to resolve the issues. Defective electrical connector replaced, the plug for connecting of the handpiece renewed, damaged psu board replaced, socket connection between the ID and rf boards secured with silicone sealant. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that the generator device had an error 100. During in-house engineering evaluation, it was determined that the 5 pin socket was corroded on the device. There was no procedure nor patient involvement reported. No additional information was provided.